Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain/ pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full), salpingectomy (unilateral)). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, menorrhagia and psychological trauma outcome was unknown. The reporter considered abdominal pain, device dislocation, genital haemorrhage, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, migration, general abnormal bleed, abdominal pain, menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Imaging procedure - on (B)(6) 2010: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received: events per pfs: migration, general abnormal bleed, abdominal pain, menorrhagia (heavy menstrual bleeding) and psych injury were added. Essure implant and explant date were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('a 0.7 om metallic wire was present within the right lateral wall of the endometrial cavity'), device expulsion ('migration,migration of essure device location of device:endometrial cavity') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a 32-year-old female patient who had essure (batch no. 678810) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included right lower quadrant pain and hashimoto's disease. Concurrent conditions included pain burning, pain upon movement (standing and walking), breathing-related sleep disorder, ovarian cyst (us- 2.3 cm simple cyst .) And uterine bleeding. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin 24 fe) from (B)(6) 2010 to (B)(6) 2011 for withdrawal bleeding irregular as well as levothyroxine, medroxyprogesterone acetate (depo-provera) since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleed"), pelvic pain ("physical pain/ pelvic pain"), depression ("psychological or psychiatric problems condition: depression,"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 1 year 3 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), psychological trauma ("psych injury") and post procedural complication ("post removal complications"). The patient was treated with surgery (ablation and salpingectomy (one side removal of fallopian tube),oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2011. At the time of the report, the embedded device, psychological trauma, depression, anxiety, vaginal haemorrhage and post procedural complication outcome was unknown and the device expulsion, menorrhagia, genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, embedded device, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, migration, general abnormal bleed, abdominal pain, menorrhagia (heavy menstrual bleeding). The left fallopian tuba ostia was extremely difficult to visualize and I had some difficulty getting it in but was finally able! To slip the essure in with no resistance. The tubal ostia on her right side was also extremely small but it slipped in very easily once I was able to line it up and on both sides there was essentially one coil showing. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff information form received. Event "post procedural complication¿ was added. Events¿ device expulsion, abdominal pain, genital haemorrhage and menorrhagia¿ outcome was updated to recovered/resolved. Fu 7and 8 processed together. On 9-jan-2020: plaintiff information form received. No new clinical information received. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('a 0.7 om metallic wire was present within the right lateral wall of the endometrial cavity'), device expulsion ('migration,migration of essure device location of device:endometrial cavity'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('general abnormal bleed') in a 32-year-old female patient who had essure (batch no. 678810) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included right lower quadrant pain. Concurrent conditions included pain burning, pain upon movement (standing and walking), breathing-related sleep disorder, ovarian cyst (us- 2.3 cm simple cyst .) And uterine bleeding. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin 24 fe) for withdrawal bleeding irregular as well as medroxyprogesterone acetate (depo-provera) since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain/ pelvic pain"), depression ("psychological or psychiatric problems condition: depression,") and anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"). On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 1 year 3 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery (ablation and hysterectomy with unilateral salpingo-oophorectomy - right side). Essure was removed on (B)(6) 2011. At the time of the report, the embedded device, device expulsion, menorrhagia, genital haemorrhage, abdominal pain, psychological trauma, depression and anxiety outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, embedded device, genital haemorrhage, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, migration, general abnormal bleed, abdominal pain, menorrhagia (heavy menstrual bleeding). The left fallopian tuba ostia was extremely difficult to visualize and I had some difficulty getting it in but was finally able! To slip the essure in with no resistance. The tubal ostia on her right side was also extremely small but it slipped in very easily once I was able to line it up and on both sides there was essentially one coil showing. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('a 0.7 om metallic wire was present within the right lateral wall of the endometrial cavity'), device expulsion ('migration,migration of essure device location of device:endometrial cavity'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('general abnormal bleed') in a 32-year-old female patient who had essure (batch no. 678810) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included right lower quadrant pain. Concurrent conditions included burning sensation, pain upon movement (standing and walking), breathing-related sleep disorder, ovarian cyst (us- 2.3 cm simple cyst .) And uterine bleeding. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin 24 fe) for withdrawal bleeding irregular as well as medroxyprogesterone acetate (depo-provera) since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain/ pelvic pain"), depression ("psychological or psychiatric problems condition: depression,") and anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"). On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 1 year 3 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery (ablation and hysterectomy with unilateral salpingo-oopherectomy - right side). Essure was removed on (B)(6) 2011. At the time of the report, the embedded device, device expulsion, menorrhagia, genital haemorrhage, abdominal pain, psychological trauma, depression and anxiety outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, embedded device, genital haemorrhage, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, migration, general abnormal bleed, abdominal pain, menorrhagia (heavy menstrual bleeding). The left fallopian tuba ostia was extremely difficult to visualize and I had some difficulty getting it in but was finally able! To slip the essure in with no resistance. The tubal ostia on her right side was also extremely small but it slipped in very easily once I was able to line it up and on both sides there was essentially one coil showing. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-sep-2019: plaintiff fact sheet received: essure lot number added. New reporter ,patient concomitant condition , lab data, , contraception or concomitant medication and new events embedded device, psychological or psychiatric problems condition: depression, anxiety, mental anguish and outcome were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('a 0.7 om metallic wire was present within the right lateral wall of the endometrial cavity'), device expulsion ('migration,migration of essure device location of device:endometrial cavity') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a 32-year-old female patient who had essure (batch no. 678810) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included right lower quadrant pain and hashimoto's disease. Concurrent conditions included pain burning, pain upon movement (standing and walking), breathing-related sleep disorder, ovarian cyst (us- 2.3 cm simple cyst .) And uterine bleeding. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin 24 fe) from march 2010 to january 2011 for withdrawal bleeding irregular as well as levothyroxine, medroxyprogesterone acetate (depo-provera) since december 2009 and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleed"), pelvic pain ("physical pain/ pelvic pain"), depression ("psychological or psychiatric problems condition: depression,"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 1 year 3 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery (ablation and salpingectomy (one side removal of fallopian tube),oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2011. At the time of the report, the embedded device, device expulsion, menorrhagia, genital haemorrhage, abdominal pain, psychological trauma, depression, anxiety and vaginal haemorrhage outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, embedded device, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, migration, general abnormal bleed, abdominal pain, menorrhagia (heavy menstrual bleeding). The left fallopian tuba ostia was extremely difficult to visualize and I had some difficulty getting it in but was finally able! To slip the essure in with no resistance. The tubal ostia on her right side was also extremely small but it slipped in very easily once I was able to line it up and on both sides there was essentially one coil showing. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: pfs received. New event added: abnormal bleeding (vaginal). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.